Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12th july 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the dcb00v unit was not returned in its original packaging. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on the cartridge and the cartridge tip was found to be deformed. The lens and particle were not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: since product and foreign matter was not returned, the compliant issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) the doctor saw a blue wire coming out of the inserter. This was after the lens was implanted. The dr. Cleared it out with the phaco machine and the patient has had no problems. It can't be a piece of tablecloth because it's plastic. The strange thing is that this doctor has experienced the same problem three times (on different days) in quick succession so far. No patient injury has been reported and no additional information was provided. This reports is for the dcb00v20 lens. Separate reports will be filed for the other two instances reported.